Event description:
Information provided states that patient had m6-c artificial cervical disc implanted at c4/5. The patient developed osteolsysis and the m6-c was removed. No additional information has been forthcoming.

Manufacturer narrative:
The build lhr for (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Radiographic images and microbiology/pathology reports and results were not provided. The device was not returned and therefore examination of the explant could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience. Associated risk were reviewed and no new risks were identified. Rmf 0003 rev. 36 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev. 36 line 12.75 - device explanted.